Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The mcs instrument failed the electrical continuity test because of a broken conductor wire at the main tube or roll gear junction. As a result, energy delivery would not work when activated on the system. The root cause of a broken conductor wire at the proximal end was attributed to a manufacturing issue. No image or video was provided for review. A review of the instrument log for the mcs (part number 470179-19/ lot number k11211004 - 0486) associated with this event has been performed. Per logs, the mcs instrument was last used during a procedure on (B)(6) 2022 on system sksk2305. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the following conclusion: the mcs instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument would not fire. The issue was resolved with a backup mcs instrument. The procedure was completed with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and no damage was found. No arcing was observed. It was unknown if the mcs instrument tips collided with any other instrument or tool during the procedure. There was no patient injury.